Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that during an attempt to deliver a promus stent to the left anterior descending (lad), the stent got hunt up on some calcium and stayed there. The physician was able to inflate a balloon catheter to deploy the dislodged stent in the distal lad. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as it s own brand labeling of abbott vascular's drug eluting stent in the us.